Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine since 2005, crisaborole (eucrisa) since 2019, desonide since 2019, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from 2005 to 2019, hydrocortisone since 2019, pimecrolimus (elidel) since 2019, prednisone since 2019, tacrolimus since 2019 and triamcinolone since 2019. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rash ("rashes"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the rash had resolved. The reporter considered allergy to metals and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: unknown. Skin test on (B)(6) 2018: confirmed reaction to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs: case become incident. Event injury nos removed. Event allergic reaction to nickel and rashes were added. Reporters, patient demographics, device insertion and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.